Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a portion of the lens missing (optic and plate). Due to the condition in which the lens was returned further testing could not be performed.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7457401) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens displacement was noted approximately 15 months post lens implant. A lens reposition was attempted on (B)(6) 2016 but it was not successful. The lens was ultimately explanted secondary to subluxation and replaced with another model lens.